Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of the event is estimated.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2020, wherein the ipg was explanted and replaced. No further information is known at this time.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Record is no longer reportable.

Event description:
Additional information revealed that the ipg was electively replaced, there were no allegations against the ipg.